Event description:
Neuron arrived with damaged mp (exposed tip). Product was not used, and another neuron completed the case. It caused no delay to treatment. The product was disposed of.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15780). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. This lot was associated with (B)(4). This ncr was due to a wire trimming issue at the proximal end of the catheter and was found before hubbing. The lot was reprocessed and units that passed inspection were accepted. This ncr is not related to this incident. The parts released in this lot met process requirement.